Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged, leading to loss of atrial capture. The dislodged ra lead was discovered via fluoroscopy. The patient was asymptomatic. It was noted that the physician experienced some issues with the helix of the ra lead while trying to reposition it. The physician elected to explant the existing ra lead and a new ra lead was successfully implanted. The patient was stable throughout the procedure.